Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a low battery voltage during preimplant testing. Capacitors were reformed and the voltage decreased further yet. The device had been in a bag, stored in the guidant field representative's garage. A technical services consultant explained that cold environments can cause a low battery voltage. The device was returned to guidant for laboratory testing.